Event description:
Reporter alleged obtaining a discrepant blood glucose value of 250 mg/dl on the compact plus system within 10 minutes of a result of 110 mg/dl on the nurse's system. Reporter stated that at a separate time and on a different day, she obtained an additional comparison of 110 mg/dl on the same compact plus system within 10 minutes of a result of 235 mg/dl on the lab's meter system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. The customer no longer has the strips and so no product was returned for eval.